Event description:
An altitude alarm was reported when the customer's pump detected a blockage, causing an interruption in insulin delivery. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer to remove the obstruction, clean the speaker holes, and reconnect the cartridge. The situation was resolved as the pump resumed normal operation, and additional preventive tips were provided to the customer.